Manufacturer narrative:
The returned device was evaluated and the pod was received not deployed. Investigation results found a rotational sensor malfunction due to a prolonged open state, confirming the reported events. Inspection of the commutator cap, rotational sensor springs, and drive mechanism found no damage or defects. The exact cause of this rotational sensor malfunction could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient was wearing a pod for less than an hour upon initial activation both the needle and the cannula had not deployed.